Manufacturer narrative:
The events of lymphoma-alcl-suspected, seroma-late and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma-late and lump/nodule. Article citation: ¿fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence." Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj. Vol21. August2019.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence." The article reports a patient diagnosed with bia-alcl. The patient presented with ¿seroma and mass¿ and was treated with ¿capsulectomy and device removal¿. Several weeks later a relapse is reported presenting with " breast mass followed by metastases to the thoracolumbar spine and the right lung". The affected side has not been provided. Biomarkers were not provided.

Manufacturer narrative:
Upon further review, this report is a duplicate of mrn 2024601-2012-00364. Any additional information received will be reported under mrn 2024601-2012-00364.

Event description:
Upon further review, this report is a duplicate of mrn 2024601-2012-00364. Any additional information received will be reported under mrn 2024601-2012-00364.